Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was did not fit. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer did not properly perform the air removal step. There was no reported impact to the customer's blood glucose level. The customer performed a supply change to resolve the issue and continued to use the pump for insulin therapy.